Event description:
Information was received indicating that during pre-test of a smiths medical tracheostomy/silicone - bivona tubes neo/ped tts, it was noted that the tubes were not fully inflating. No patient was involved in this event. No adverse effects were reported.